Event description:
On (B)(6) 2015 at 10:00am while being set up for an MRI exam on the hitachi oasis MRI system, a patient pinched his hand between receiver coil and magnet upper cover. The technologists gave instruction to keep hands at side but during the table movement he "hugged" the coil put his hand in position to get pinched. The injury was described as an abrasion (skin peel) with minimal bleeding. The technologist treated injury and finished exam. The patient refused further treatment and follow up.

Manufacturer narrative:
The receiver coil in use has a ribbed structure that snaps in place over the patient's body. The top of the coil clears the top of the magnet bore by less than 2cm, so it creates a pinch hazard. In this case the operator instructed the patient to keep their arms at the site of the coil away from the bore but the patient didn't comply. The operator is next to the patient table in clear view of the patient when operating the patient table to move the patient into the magnet bore. It is unclear whether the operator could have reacted faster to release the table move control button and prevent the injury. Current operator instructions state that the operator is responsible to monitoring the patient during table motion to prevent such injuries. The instructions are adequate and the operator did instruct the patient properly in this case. Hitachi clinical applications was on site at the time to do initial training but did not witness the event.